Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2025, the result was 899.6 miu/ml (positive). On (B)(6) 2025, the patient's blood was re-drawn and the result was <1.2 miu/ml (negative). The (B)(6) 2025 sample was repeated and generated a result of <1.2 miu/ml (negative). It was reported that the analyzer cleaning cup baffle required cleaning. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Troubleshooting performed by the customer included cleaning and replacement of the sample wash cup baffle (alnty I baffle wc - list number 04s62-02) which was determined to be the likely cause. The module function was verified with a control/precision run. The service history of the alinity I, serial # (B)(6) returned no additional tickets for false positive patient results. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the alnty I baffle wc (list number 04s62-02). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported false positive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2025, the result was 899.6 miu/ml (positive). On (B)(6) 2025, the patient's blood was re-drawn and the result was <1.2 miu/ml (negative). The (B)(6) 2025 sample was repeated and generated a result of <1.2 miu/ml (negative). It was reported that the analyzer cleaning cup baffle required cleaning. There was no reported impact to patient management.